Manufacturer narrative:
This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number 204.8xx, provided. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal due to a mal-union and infection. Moreover, the patient had experienced delayed healing. Originally, the patient was implanted with one (1) 3.5 mm locking compression plate (lcp) low bend medial distal tibial plate, three (3) unknown 3.5 mm locking screws, two (2) unknown 3.5 mm cortex screws, one (1) 2.7 mm lcp plate, four (4) unknown 2.7 mm cortex screws and two (2) unknown 2.7 mm lag screws on an unknown date. During revision, all hardware was successfully removed and the patient was revised with 3.5 mm cortex screw with washer and a variable-angle (va) anteromedial distal tibia plate. Patient outcome is unknown. This report is for an unknown 3.5 mm cortex screw. (B)(4).